Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
It was reported a patient underwent a left hip resurfacing procedure on (B)(6) 2015. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a hip revision procedure has been indicated approximately twenty (20) months post-implantation due to migration of the acetabular cup. However, a revision procedure has not been reported at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: recap femoral resurfacing head, catalog# us157148, lot# 249210. Corrected: brand name - m2a-magnum pf cup 54odx48id, model #/lot # - catalog# us157854, lot# 457350, exp. Date - june 16, 2024, MFR. Date ¿ june 17, 2014. No product was returned; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause can be attributed to acetabular bone loss and trauma caused by the patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a femoral resurfacing hip procedure approximately three years ago. Subsequently, a revision procedure was performed approximately two years post-implantation due to loosening of the acetabular cup. Additional information received indicated that the patient suffered a fall and his acetabular bone was deteriorating, prior to the revision procedure. The acetabular cup and femoral resurfacing head were removed and replaced with a total hip system.